Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient interface with lost suction resulted aborted flap in unknown eye during lasik surgery. There are multiple related reports for this event. This report addresses the patient unknown, unknown eye and additional manufacturer reports will be filed for the other patients.

Event description:
A non-healthcare professional reported that the patient interface with lost suction resulted aborted flap in right eye during lasik surgery. There are multiple related reports for this event. This report addresses the patient unknown, unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. A root cause for the reported event could not be determined because according to logfile review the product met manufacturer¿s specifications. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).